Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the adjustable belt that holds the coupling was permanently attached to the coupling. The patient had to cut it off, and then attach it to the new coupling that was sent by the manufacturer representative. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they had a difficult time charging their implantable neurostimulator (ins) and had coupling problems. The patient was also having a lot of pain. The patient stated that they¿ve had the pain forever, but that it started getting worse gradually. The patient was unable to clarify when the issue started getting worse, but mentioned that it had been at least a year. It was noted that the coupling problems started sometime in 2016. No further complications were reported or anticipated. Indication for use is spinal pain.